Event description:
It was reported that a few days after implant, the patient experienced phrenic nerve stimulation. Ultrasound and x-ray showed rv lead perforation. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.